Manufacturer narrative:
Concomitant medical products: 5086mri-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was oversensing noise - and an alert was triggered - however the patient was experiencing a multifocal ventricular tachycardia/ventricular fibrillation (vt/vf) episode at the time, which may have appeared as noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was evaluated by the physician and there was no apparent malfunction so the lead is being monitored at this time.